Event description:
Pt having routine hemodialysis treatment was noted to have a low venous pressure reading. Upon further investigtion it was noted that the arterial blood line clamp was partially obstructing the blood line. The situation was corrected by approx 45" later the pt started complaining of epigastric pain. Her b/p was also elevated. She was given anti-hypertensive medication and sent home. Later she was admitted to the hosp for hemolysis and pancreatitis.